Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the monopolar curved scissors (mcs) instrument was found to have the mcs tip separated and fell into the patient¿s cavity while the customer was controlling the instrument. Upon retrieving the tip, the customer checked and found damage on the mcs silicone protector. Before the procedure, the customer confirmed that they assembled the tip correctly according to the guideline. There was no damage when inserting the mcs tip into mcs instrument. A backup product was used to continue the procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and mcs tip were inspected prior to use with no abnormality. During the procedure, the mcs tip fell as soon as the customer started to use. The tip was retrieved during same procedure and confirmed with visual inspection. The customer also confirmed that arcing was not observed and there were no holes/tears/missing material appeared proximal to the tip blades. The tip was found damaged after removing. It was unknown what caused the event to occur as the instrument did not collide with any hard materials or other instruments. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. There was no difficulty in removing the instrument and mcs tip. Post-operative tests like an x-ray or ultrasound were not performed. The customer installed a backup mcs tip to continue the procedure and would not return the instrument. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the mcs tip fell into the patient¿s anatomy and was retrieved during the same procedure, an investigation was completed to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The unit is an accessory and does not get captured by logs. Therefore, an instrument log review of the product related to the complaint cannot be performed. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: there are tears, but when this failure occurs, there is typically minor tearing. This failure is typically not due to arcing and there is no observed burn marks or evidence of arcing. From the image provided, there is visible damage to the retaining feature on the disposable retaining tip cover. To clarify, there are two bumps on the inside of the cover on the left that engages with the instrument tube adapter at the distal end of the mcs instrument. From the image supplied, I have circled the damage to the cover in red. This damage is typically observed during accessory installation when the retaining tip cover is pushed over the instrument tube adapter without being correctly aligned or if it is twisted before it is fully seated. In the picture below, the channel which the bumps within the retaining tip cover engage with and travel within is highlighted lightly in blue. The blue arrow indicates the location where the retaining bump enters the channel. If the retaining cover is incorrectly aligned and the bump does not enter through this channel, the bumps in the retaining cover can be forced outwards and result in the damage observed in the provided picture. Proper alignment is achieved by lining up the white stripe on the instrument with the black stripe on the cover. Another potential cause could be if the retaining tip cover is rotated to lock onto the instrument before the cover is fully seated downwards. This can cause the cover¿s internal bumps to protrude since they are forced outwards. A potential cause is if the instrument sheath is not fully installed and interferes with the tip cover. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the monopolar curved scissors (mcs) tip fell inside the patient 's cavity during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur.

Manufacturer narrative:
Based on the claim against the product by the customer noting the monopolar curved scissors (mcs) tip fell into the patient¿s anatomy and was retrieved during the same procedure, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs tip was analyzed and found to have a dislodged retaining tip cover assembly from the blade tip upon visual inspection. Failure analysis found the primary failure of dislodged tip accessory be related to the customer reported complaint. The dislodged retaining tip cover is observed to be detached from the blade tip. No broken or missing components were observed. Failure analysis found the secondary failure of torn retaining tip cover assembly to be related to the customer reported complaint. Visual inspection was performed, and the tip cover was found to have a torn retaining tip cover. The tears measured approximately 0.053" - 0.062" in length. No missing material was observed. The tip was further evaluated by advanced failure analysis. The initial failure analysis were confirmed, the silicone outer retaining cover was observed to be dislodged from the mcs tip accessory and exhibited damage at the two retaining bayonets. While fitting the two components together, one of the retaining bayonets broke off and was lost. The scissor portion was able to install into the retaining cover. The scissor portion's grooves that the outer cover bayonets engage with were observed to be free of any obvious issues. The damage exhibited on the retaining cover is typically attributed to mishandling/misuse and can occur when the retaining bayonets are forced outwards. This is typically due to improper installation of the accessory onto the instrument, such as attempting to rotate the retaining cover to lock the cover when it is not fully seated. Potential reasons for improper seating could be due to an instrument sheath did not install all the way, or by forcing the tip accessory on when the inner scissor portion or the coupling have not yet engaged. An attempt was made to install the tip accessory onto an in-house instrument, but the bayonets were unable to securely lock the tip accessory onto the instrument and the instrument was unable to pass the accessory detection on the system. Further searching for the broken piece resulted in finding the fragment. It has been added to the bag with the rest of the components. The complaint regarding damaged tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.